Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that every time he goes to sit down to watch tv or read the paper and then stands up he had to go to the bathroom quickly. The patient saw his healthcare professional (hcp) and he stated the hcp didn't have the answer, he did suggest more medication. The patient stated that he does feel stimulation. The patient was on program 2 at 2.7 volts then changed to program 3 at 3.9 volts. The patient plans to call back if the issue does not resolve to 2 to 3 days. The patient stated he can't lie on his back anymore, which is uncomfortable to sleep on. The patient also noted he can feel stimulation constantly. The patient also noted having trouble with his right leg over right buttocks where the implantable neurostimulator (ins) is located. The patient stated he has a fluttering feeling in right leg. The patient also noted that he keeps going through batteries quickly in his patient programmer. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when the patient got up from sitting down, they'd have to go.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.